Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported problems with the footswitch recognizing commands during a procedure. This procedure and subsequent scheduled procedures were canceled due to this event. Additional information was requested.